Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the extensions broke without any accident events. No patient injury or symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.